Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective stimulation. Manufacturer¿s representative attempted to reprogram however, the issue persisted. X-rays were taken and confirmed the lead had migrated. Surgical intervention may be pending to address the issue.